Event description:
The report stated that the device was used to seal mesentery during a gastrectomy but failed to seal completely. It was reported that the generator sounded the end tone indicating a completed seal. This occurred three times during the procedure. Under 200cc bleeding occurred. Another device was opened and used. The patient was reported ok.

Manufacturer narrative:
Date of initial report: 06/24/2008. To date the incident sample has not been received for evaluation. Further info and the sample have been requested. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.